Event description:
The lifecor territory manager of a male patient contacted lifecor customer support to report that the patient's battery packs would not work. Support contacted the patient and the patient reported that both of his battery packs were dead and would not turn on the monitor. When he placed the battery packs in the battery charger, the "battery needs service" led illuminated. Support sent the patient replacement battery packs and a battery charger. On 08/28/2007 the lifecor patient service representative (psr) contacted support to report that the new battery packs are not starting up the monitor. Support contacted the patient and he stated that the new battery packs were giving him the "battery pack fault" led on the new battery charger. He looked at the monitor and stated that all the pins of the connector were straight. He stated that the battery packs fit into the monitor correctly. Support sent the patient a replacement monitor, battery packs and battery charger. On 08/29/2007 support contacted the patient to ensure the patient received the equipment and everything was functioning. Patient stated he had received the equipment and all was working well.

Manufacturer narrative:
Device manufacture dates: monitor, battery pack - 05/2005, battery pack - 04/2006, battery pack - 11/2006, battery pack - 12/2006, battery charger - 07/2006, battery charger - 09/2006. Device evaluation summary: device evaluations of monitor, the four battery packs, both battery chargers have been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was a shorted tantalum capacitor (c9) on the defibrillator pca within monitor. The capacitor had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in excessive current draw across c9. The root cause of the capacitor failures cannot be positively identified, but was likely random component failures. The shorted c9 capacitor in the monitor resulted in blown fuses in the four battery packs when the battery packs were plugged into the monitor. The battery packs were repaired, retested and restocked. Both battery chargers were tested and found to be functionally normal. They were restocked. No adverse event resulted from the c9 failure. The patient received a replacement monitor, four replacement battery packs, and two replacement battery chargers.